Event description:
A report was received that the patient was having difficulty charging due to ipg being flipped which was confirmed by x-ray. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient is deceased. The physician states the death was due to natural causes and was not related to the stimulator.

Event description:
A report was received that the patient was having difficulty charging due to ipg being flipped which was confirmed by x-ray. The patient will undergo a revision procedure.